Manufacturer narrative:
Result of investigation: equipment was received at vyaire medical facility. According to the investigation, the device was placed on extended tests/run-in. The device passed the documentation review. The event trace was downloaded and sent to vyaire failure analysis laboratory for further evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and the ventilator is placed on extended tests/run-in. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that while using the lap top ventilator 1200 on a patient that is in MRI (magnetic resonance imaging) machine, the patient desaturated and noticed that the patient had no chest rise and became pulseless. Code was initiated and rosc (return of spontaneous circulation) was achieved after one round of epinephrine and compressions. The patient was manually ventilated and returned to the ICU (intensive care unit).